Manufacturer narrative:
The insulin pump was unable to prime during priming test due to faulty force sensor resistor. The device was received with intermittent buttons due to corroded keypad traces and there were no button error alarms. There were no traces of moisture at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 260 mg/dl. Troubleshooting for keypad anomaly was performed. Customer stated that the buttons are unresponsive and they received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.